Manufacturer narrative:
Correction to d5, the operative of the device is olympus . This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to cable-unit being defective, which led to a color malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the video telescope exhibited an image problem due to a defective cable. There were no reports of patient involvement.